Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio output from the receiver and an adverse event on (B)(6) 2016. The patient had to call the paramedics twice in one day, as she was experiencing low blood glucose. Paramedics were called at 9:00 am and at 11:30 am. Patient reported a bg of 42mg/dl. Patient also reported losing consciousness. At the time of contact, the patient was fine. Additionally, the patient's pharmacist tested the receiver's alerts and there was no audio. No additional event information was provided.

Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, correction/removal reporting number - additional.